Event description:
It was reported that prior (post anesthesia and port placement) to a da vinci-assisted sleep gastrectomy surgical procedure, the customer was experiencing a non-recoverable fault while getting ready for surgery. They cycled system power before calling the technical support engineer (tse). Tse viewed onsite logs and found error 31089 and 319 on the endoscope controller (ec). Further troubleshooting included another cycle of the system power and vision cart circuit breaker, reseating the ec and video processor (vp) power cords and verify ec and vp power buttons were on. The customer reseated the gray communication cable from core to the vp and orange fiber cable from vp to ec. Faults returned on power up. It was determined the system would need service. The procedure was converted and completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following: it was confirmed that ports were placed when the reported issue occurred. The or staff aborted the case to laparoscopic and completed the procedure with no reported patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a reoccurring non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec) and verified ec software consistent with system software. The system was tested and verified as ready for use. Isi received the ec associated with this complaint and completed failure analysis. The ec passed in-house system and there was no trouble found. The ec was installed with a pca test system which launched in maintenance mode to program unit software, then power cycled 10x without error. System then launched in normal mode where image quality was confirmed to be good and all endoscope/vsc functionality were operational. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the non-recoverable faults on the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.